Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected missing segment/partial display anomalies noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 216 mg/dl. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer reported that the display did not return. Customer was advised to remove battery for 10 minutes. Customer was advised that a battery out limit alarm will occur after the pump rest. Customer was advised customer to clean the battery cap contact with a cotton swab and iso propyl alcohol. Customer was advised to allow at least one minute for the battery contacts to dry. Customer was advised to insert a new battery. Checked to make sure customer was inserted battery correctly. Customer reported that the insulin pump just flashed normal screen and then flashes a black line with normal screen sometimes and then see nothing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.